Event description:
The customer reported to beckman coulter (bec) hotline support that their unicel dxc 800 pro synchron system leaked onto sample tube stoppers and on the sample tube racks. In troubleshooting the issue via phone with bec hotline support, the customer determined the source of the leak was cap piercer blade wash; the blade wash overflowed onto sample tube caps during processing through the cap piercer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event. The customer wore gloves and a lab coat while operating the instrument.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) evaluated the instrument and determined the vacuum line was obstructed, resulting in inadequate vacuum at the blade wash and overflow from the blade wash onto sample tube caps. The fse cleared the obstruction to correct the inadequate vacuum and overflow from the cap piercer blade wash. (B)(4).